Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer's blood glucose was 44 mg/dl at the time of incident. The customer stated his sensor glucose was around 100 mg/dl during this incident. It was also reported that the threshold suspend feature was continuously alarming after treatment of his blood glucose. The customer also reported overcompensating for his blood glucose due to the low sensor glucose alarms. The customer also reported bent cannulas with his previous sensors. The customer also reported air bubbles in the tubing that prevented his insulin from delivering. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.